Event description:
It was reported that the patient's daughter had reported that the unit started vibrating and making a loud noise in the middle of the night. There was a burning smell and a system error code was being displayed. As a result, the patient was rushed to the hospital. The inogen team attempted to contact the patient for further information three times with no response.

Manufacturer narrative:
The unit was returned for evaluation on 26-jun-2025. The unit was received with a system error, which was confirmed upon inspection. The feed waste manifold valve was found to be stuck due to internal debris, while the feed port was blocked, and the zeolite was contaminated from excessive moisture absorption. This combined issue stuck valve, blocked feed port, and contaminated zeolite led to a system error.